Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was also reported that the right ventricular lead had high threshold and consequently, the device may have been affected due to the higher programmed output. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.